Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. At approximately 10:00 am, the patient¿s dexcom receiver displayed a glucose reading of 40 mg/dl. No blood glucose fingerstick (fs bg) value was specified. The patient became disoriented and had difficulty walking, prompting the reporter to carry the patient to an ambulance for transport to the emergency room (ER). No treatment details by emergency medical services (ems) were provided. In the emergency room, an fs bg test was approximately 32 mg/dl. The reporter was unable to recall the exact bg or emergency room treatment details. After evaluation the patient was admitted. Treatment included IV fluids and routine insulin (lantus 18 units). The patient was discharged on (B)(6) 2026. At the time of reporting, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.